Event description:
Three thousandpk machine kept reading out "regrasp." Surgeon requested new device as he felt this one was malfunctiong. New device obtained. No further issues. Please note patient is hep. C+, product is available for evaluation purposes.